Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A pump review indicates that the customer clicked to override the boluses they programmed resulting in the customer's blood glucose (bg) level subsequently decreasing to 48-49 mg/dl. Customer drank a soda to address bg. A pump system check did not indicate any issues with the pump.